Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jan-08, e1, e2 (rep): additional information was received from the rep. It was reported that patient was able to charge the device and impedance check was performed; all were over 10k (ohms). The serial number of the fractured wire was unknown. The patient saw the physician for follow up and it was decided to replace her lead, extensions, and ins. The rep will do their best to retrieve the equipment. The facility does require any explant to be taken through a process in their basement. This takes a couple days and rep has seen it get discarded despite attempts to recover. The date of the surgery was not provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6)2011, product type: lead. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 09-jun-2013, UDI#: (B)(4) ; product ID: 3708140, serial/lot #: (B)(4), ubd: 21-sep-2013, UDI#: (B)(4) ; product ID: 39565-30, serial/lot #: (B)(4), ubd: 06-apr-2013, UDI#: (B)(4), codes apply to the lead and extensions. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that in september 2019, the patient had a myelogram, which showed that the wires were fractured and shoving into a spinal disc, which was causing the disc to push up on another one. It was noted the patient was not walking too good these days. The doctors reviewed the myelogram and told the patient they want to implant a pump and leave the spinal cord stimulation device in. It was noted that in august 2019, the patient was told that the ins was getting close to the replacement time for the ins. Physician listings were sent to the patient per the caller's request. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 39565-30, serial#: (B)(4) implanted: (B)(6)2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reportedthat the patient had intermittent stimulation occurring sometime this past summer. The rep reported that the patient had a CT myelogram on (B)(6)2019 and was told by the radiologist that the wires were fractured, so the patient quit using stimulation. The rep was unable to check impedances on the day of the report due to battery discharge. The patient was to charge the battery and would meet again on (B)(6)2019 to check impedances. The rep noted that the patient may be referred to a healthcare provider (hcp) to remove and replace the system. No further complications were reported.